Event description:
It was reported that when the pump was switched on at the mains, no green light could be seen to indicate the battery was being charged. On closer inspection the battery wasn't being charged at all, internal fuse had gone and the pump was inoperative. Knowing that the pt did not have any working pump on the premises, a request was made for an urgent uplift. Hospital to home was contacted. It was believed that the pump would now be uplifted and replaced the following day. The inoperative pump was left at the pt's house. The pt did not receive a new pump until the following month. The pt went without feed for 4 days. The pt did receive 2 sip drinks a day. When the pt went into the hospital for their chemotherapy treatment, it was reported that part of the therapy could not be given due to the pt being malnourished and dehydrated, resulting in an extended hospital stay for the pt.

Manufacturer narrative:
Battery wasn't being charged, malnourished and extended hospital stay. The device reported, list number 52034, is an abbott product that is marketed internationally which is the same or similar to a device, list number 52036, that is marketed domestically.